Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo 13.2, -9.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed on the same day due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
It is changed from "adverse event" to "product problem". The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of -9.0 diopter in the patient's left eye (os) on (B)(6) 2017. The lens was removed and replaced for a shorter lens during the same surgery as implantation, due to excessive vault. The problem was resolved. Type of reportable event: it is changed from "serious injury" to " malfunction". (B)(4). Corrected data: the surgery took place in the patient's left eye (os) and not the right eye (od) as stated in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -9.0 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was removed and exchanged for a shorter lens due to excessive vault. The exchange resolved the problem. The cause of the event is reported as unknown. (Secondary surgery, lens exchange). (B)(4).

Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of -9.0 diopter into the patient's left eye (os) on (B)(6) 2017. Later in a different surgery the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. The cause of the event is reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to the lens. Claim# (B)(4).